Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e3,h6(clinical & impact).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units fiber optic sensor is not calibrating. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). The customer reported an error with the fiber optic sensor that it was not calibrating. When fse arrived and investigated the unit, he found no issues or errors referring to the fiber optics in the system. The only alarms fse found were augmentation below the limit set and informed clinical representative who will follow up with the staff directly, to address any clinical/training needs. The fse also found the IV pole was missing, so it was replaced. Fse performed full calibration and tested the unit. The product passed all functional/safety testing and then returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units fiber optic sensor is not calibrating.